Event description:
It was reported the lead was capped due to an insulation anomaly.

Event description:
Clarification of event: patient presented to the or for a device change-out due to normal eri when insulation anomaly was observed. Lead was capped. Externalized conductors were suspected; based on the review of diagnostic imagining the conductors do not appear to be externalized.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.